Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an in appropriate elective replacement indicator (eri) trigger. The ipg will be reprogrammed to clear the false eri and remains in use. No patient complications have been reported as a result of this event.